Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a mesenteric stenting treatment procedure, a stent dislodgement occurred. An express sd renalbiliary sm, pmtd 7.0x19x90cm stent was advanced into the artery and the stent dislodged from the balloon. The stent was removed by unknown means. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.